Event description:
Allegedly, the operator was conducting a lithotriptor stone fragmentation; after the procedure, the pt presented with a burn. Pt was hospitalized for treatment. There was no malfunction of unit reported.

Manufacturer narrative:
At the request of (B)(4), karl storz evaluated unit at (B)(4) location on (B)(4) 2014. No problem found with device function; it was operating according to specifications. The unit is 14 years old. Karl storz has not provided regular service since (B)(4) 2001; service performed by (B)(4).